Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was clarified that it was impossible to program the patient's stimulation. It was also clarified that the issue occurred after the implant procedure was complete. The patient's ins pocket was closed. The patient was taken back in to surgery to replace the ins. The cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the patient's implant procedure there was an issue programming the leads on the ins. There were no external or environmental factors reported. A second ins was therefore used instead and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis (B)(4): the implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was clarified that it was impossible to program the patient's stimulation. It was also clarified that the issue occurred after the implant procedure was complete. The patient's ins pocket was closed. The patient was taken back in to surgery to replace the ins. The cause of the issue was not determined.